Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm venous outflow. Approximately 18 months post procedure patient suffered vessel stenosis of outflow vein in arteriovenous graft. A study of venous outflow was performed which revealed moderate to severe multifocal disease throughout the av graft. Though there was some improvement in flow through the av graft, there were persistent areas of moderate stenosis throughout the av graft. A 7 mm x 4 cm balloon was used to perform multi-station angioplasty throughout the av graft via the antegrade access. Post-treatment fistulogram demonstrating improved flow and luminal gain. Diagnostic fistulogram revealed multifocal areas of stenosis in outflow axillary vein. Successful angioplasty using a 7 mm dorado balloon. Patient recovered.